Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage or evidence of blood. The heater wire appeared physically damaged and mangled. The jaw assembly was slightly bent. Additional evaluation is required. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, upon opening the package, it was noticed that the jaws on the vasoview hemopro 2 device were damaged. The hospital did not report any patient effects.